Event description:
New information received indicated that the pacemaker was unable to connect to the programmer. However, it was able to transmit data via transmitter.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker could not be interrogated. Multiple programmers were used and there was no source or electromagnetic interference (emi) in the room. Also, magnet application did not change pacing rate. The patient presented on (B)(6) 2019 for explant procedure. The pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional analysis was performed. The device was cut open for further testing and battery was found below eos level with normal hybrid current, consistent with a latch-up condition. Hybrid circuitry was further tested by connecting to an external power source and results indicated a magnet response anomaly. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of device unable to interrogate and magnet response anomalies was confirmed. Device was received with battery voltage below the elective-replacement level (eri). Inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. The inspection results inside the can were normal. However, impedance measurements performed on the feed-through pins indicated low impedance between the pins. The body fluids entered the delaminated area, which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly. As a result of this finding, abbott is performing further investigation.